Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-02650. (B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2007, two taxus express drug-eluting stents were implanted. In (B)(6) 2012, patient developed multiple organ failure. In (B)(6) 2012, patient died. No autopsy was performed.